Manufacturer narrative:
Analysis was performed by the bench repair technician, who upon further testing identified that the ECG board intermittently failed to give consistent readings. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty ECG measurement board. The issue was resolved by replacing the mx_100/x3 ECG measurement board and the product was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
It was reported that upon further testing at bench repair the ECG board intermittently failed to give consistent readings. The device was not in use on a patient at the time of the event, there was no patient involvement.